Event description:
It was reported that a cartridge alarm 20 intermittently occurred during the load sequence and basal delivery with multiple cartridges. Customer's blood glucose was 120-200 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.